Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.5mm x 28mm target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 3.5mm x 28mm promus premier select drug-eluting stent was successfully advanced and deployed at the target lesion. Following stent deployment, a dissection was noted at the distal part of the artery. Another drug-eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patient medical history or concurrent medical conditions.